Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was admitted to the hospital for diabetic ketoacidosis. According to the customer, the pump and related supplies were not the cause for the hospitalization. The customer was treated via IV fluids and insulin drip, then released within 4 days. The customer did not suffer any permanent impairment from this event.